Manufacturer narrative:
This report is being supplemented to provide results of investigation. A physical evaluation of the complaint device could not be performed as this device was not returned and pictures were not provided. A device history record (DHR) review could not be completed as the lot number for this complaint remains unknown. Efforts have been made to contact the customer for the lot number with no response. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The cause of the reported event could not be determined at this time. Investigation is still ongoing and when additional information becomes available, this report will be updated accordingly.

Event description:
It was reported the patient experienced nose bleeding following the splint application procedure. Per the physician, the splint did not expand to its typical volume nor expand as quickly as usual. No information provided.